Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: the logs were consistent with the reported issue. Device analysis: the console was returned to field service for further investigation. The reported complaint could not be reproduced, even after the console was power cycled and operated with the pump and purge cassette for a couple of hours. Communication between the power battery manager (pbm) and the batteries was monitored, revealing no issues. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Root cause: the root cause of the battery percentage went from 100% to 50% was most likely an erroneous trigger of the invalid data sample in the smbus communication between the pbm and the batteries. However, the specific component responsible was not determined. Device history review summary : there were 2 other complaint discovered when reviewing the product history of console (B)(4), which are not related to the reported issue.

Manufacturer narrative:
The automated impella controller (aic) was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. This report represents the second aic. Refer to section h.10 for the related report number which represents the first aic.

Event description:
The complainant reported a patient with was implanted with an impella 5.5 as a bridge to transplant for mechanical circulatory support. The complainant reported that an impella automated impella controller (aic) after unplugging from the wall power the battery immediately dropped to 50% and then popped back up to 100% once plugged back in. The aic was exchanged. That aic also had similar issue, and was exchanged with a third aic without any issue. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b3 and d1. Upon review, the event date and brand name have been updated.